Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05566 and 3006705815-2022-17350. It was reported the patient experienced was unable to enter into MRI mode due to high impedances. As such, surgical intervention was undertaken and the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.